Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of loss of pneumoperitoneum due to fragmentation of an internal rubber component of the seal. Based on the condition of the returned unit and the description of the event, it is likely that the damage to the seal was caused by an instrument. The instructions for use (IFU) states, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report represents the initial and final report.

Event description:
Procedure performed: laparoscopic esophagectomy event description: " this is a complaint from the market. (B)(4). Please refer to the complaint sheet for investigation." Pneumoperitoneum gas leakage from trocar. Report from the sales rep. Laparoscopic esophagectomy procedure was performed. The customer inserted the [stapler] with a resistance into the trocar to dissect esophagus. Then, it was replaced with new one since they were unable to use the trocar due to pneumoperitoneum gas leakage from the trocar. There was no abrupt loss of pneumo or visibility. Initial investigation report. The event unit was returned to us and visually inspected. The septum was damaged. However, it was not missing a portion. The unit will be returned to amr for further evaluation. (B)(4)." Type of intervention: unk patient status: "no patient injury"